Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. If explanted; give date: the exact date is unknown. Two dates, (B)(6) 2019 and (B)(6) 2019 were mentioned. However, it was unclear which date represented the right eye. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was received at the manufacturing site in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order number was conducted. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not done as limited information was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) model, zxt150 18.5 diopter was explanted from the right eye (od) of a patient. The reason for the explant was not provided. The replacement lens was a zcb00 18.5 diopter monofocal lens. No further information was provided. The patient had bilateral lens implants. This report is for the patient's right eye (od). A separate report will be filed for the patient's left eye (os).